Event description:
According to the distributor, it was noted at the facility that a patient was being administered nitric oxide via a flowmeter on the wall, while spontaneously breathing into a face mask that entirely covered the patient's head. The inovent was set at 40ppm. According to the distributor, the customer is using the device in an unapproved manner. The distributor informed the customer of the improper usage of the device, however, the customer chose to continue use in the unapproved manner. Proper setup of the unit is described in the inovent operation and maintenance manual, and a diagram depicting proper setup is affixed to the side of the inovent.

Manufacturer narrative:
H6: customer is using the device in an unapproved manner.